Event description:
It was reported that during a coronary stenting treatment procedure, catheter withdrawal difficulty occurred. A 3.0mm liberte' bare metal stent was implanted in an unspecified vessel. The balloon was removed from the stent, and as the physician was withdrawing the device, he experienced difficulty. The physician thought there may have been a kink in the unspecified guide catheter because when the stent delivery system was removed, everything came out as a unit. No pt complications occurred. Additional info was requested however the physician was unable to provide any add'l info.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.